Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received five inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed device data and recommended to review report with physician. No additional adverse patient effects were reported. Currently, the device remains in service. Per additional information received, therapy became exhausted during this episode. No additional adverse patient effects were reported.